Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on 07/30/2016, that on (B)(6) 2016, there was an inaccuracy between the continuous glucose monitoring (cgm) system and the blood glucose (bg) meter. The sensor was inserted at the abdomen on (B)(6) 2016. It was stated that the patient was taking acetominophen. No additional patient or event information is available. Labeling indicates taking medications with paracetamol/acetaminophen while wearing the dexcom g5 mobile cgm system may inaccurately raise the glucose readings generated by the dexcom g5 mobile cgm system. The level of inaccuracy depends on the amount of acetaminophen active in your body and is different for each person.